Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 30-nov-2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported she had complications from essure and had her fallopian tubes removed in (B)(6)-2015. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer. She stated she had complications from essure (fallopian tube occlusion insert) and had her fallopian tubes removed. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's complications were not specified. Nevertheless; considering device removal was required (salpingectomy performed), causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 09-mar-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, potential legal, spontaneous case report was received from a female consumer. She stated she had complications from essure (fallopian tube occlusion insert) and had her fallopian tubes removed. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's complications were not specified. Nevertheless; considering device removal was required (salpingectomy performed), causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.